Event description:
The physician reported that a speedband superview was used to treat a pt with esophageal varices. After loading onto the endoscope, the speedband was "unable to fire the bands at the esophageal varices level". The physician remarked that he did not hear the click or sound of the firing system and that the thread had snapped. The same difficulties allegedly occurred with a second speedband device. At this point the physician indicated that the pt was bleeding and required placement of a sengstaken-blakemore to control the bleeding esophageal varices. Sometime thereafter, the pt was transferred to another hosp with a specialized liver unit for tips procedures (transvenous interventional portosystemic shunt) to decrease the portal vein pressure and the bleeding risk of the esophageal varices. The pt's condition was reported to have stabilized. Attempts to retrieve further info from the customer were initiated on 03/07/01, 03/20/01 and 03/27/01 without success. Further info was not available from the customer regarding the timing of events, the performance and the detail of the device performance.